Event description:
It was reported that following a miniarc precise sling implantation the patient presented with an "eroded mesh fiber," a "single fiber of the miniarc mesh was exposed." During the revision surgery, the surgeon "snipped the fiber out." No additional patient complications have been reported in relation to this event.